Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery the screw slips when surgeon try to lock the screw fully. The surgery was completed using another screw. No delay reported.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: harm: s1 - no patient, user, or other stakeholder harm, hazard: does not fit or function. No relevant medical data has been received. Visual examination: the visual examination of the set screw shows some polished areas on the thread. It can be assumed that the user tried several times to insert the set screw into the pedicle screw. No other abnormalities can be found. The pedicle screw was not returned. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00651.

Manufacturer narrative:
Additional information which was received on nov 18, 2019. The manufacturer received x-rays, other source documents (surgical reports, photos) for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery the screw slipped when surgeon tried to lock the screw fully. The surgery was completed using another screw. The additional information received says that the pedicle screw is still in the patient and only the set screw was exchanged.